Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire which was kinked at 2 cm from the j-bend at the distal tip. The device was contained in an assembly that did not match the specification for the kit. Additionally, the od of the wire was 0.035". The guide wire included in this kit should be 0.027". A review of manufacturing records did not yield any relevant findings. However, since it appears that the wrong guide wire was packaged in the kit, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Event description:
It was reported that the physician has experienced an issue with the guide wire not passing through the dilator. The guide wire seems too large to pass through. The physician had to replace it with an additional wire and were able to place the psi. There was a delay in treatment with no patient harm and no patient deaths or complications reported.